Manufacturer narrative:
No product is expected for return. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results for 1 patient tested on coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the result from the meter was 3 inr. The result from the laboratory was 5 inr. On (B)(6) 2022 the result from the meter was 1.8 inr. The result from the laboratory was 3.4 inr. The patient¿s therapeutic range was not provided.